Event description:
It was reported, on an unknown date, a plum a+ infusion pump failed to detect air in the tubing line during patient use. The issue reported by the customer is ¿air in the tubing set.¿ the product is available for evaluation. The status of the product at the time of the event is unk. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The pump passed all the performance verification tests (pvt) and the complaint could not be replicated. The event logs had 7 n185 events and several n251 events. The probable cause for the complaint could not be determined. Also the fluid shield was very badly discolored and therefore replaced.